Manufacturer narrative:
The device has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. The device was a subpectoral implant and was found to be upside down in the pocket. Upon removal of the device, the header was partially detached. No adverse patient effects were reported.